Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle on the day of implant. The lead was reprogrammed and turned off. A lead revision has been scheduled. No patient complications have been reported as a result of this event.